Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Although there is no indication that a malfunction of the silk road medical device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that about one month after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a tia/amaurosis. The physician performed a thrombectomy and the patient was later discharged from the hospital in good condition. At this time there was no post stent imaging made available to silk road medical, no p2y12 inhibitor test/study was performed on the patient, and no further information has been made available by the hospital.